Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into clinic and appeared to be septic. The patients lactate dehydrogenase (ldh) was at 2609 u/l, their international normalized ratio (inr) was at 12, and their creatinine was up to 3.5 mg/dl. No pump issues were noted upon review and a log file was submitted to verify. The log file analysis showed no unusual events in the event history. The equipment was operating as intended.

Event description:
Sepsis was confirmed and was related to driveline infection. The patient was placed on oral antibiotics and would follow-up with infectious disease. It was suspected that the infection caused the rise in ldh. Ldh returned to baseline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported sepsis and infection could not be determined through this evaluation. It was reported that the patient had elevations in lactate dehydrogenase (ldh); per the center, the elevations in ldh were caused by the infection. Review of the submitted log files was unremarkable. The device operated within the set speed parameters for the duration of the log files. The files appeared to capture the pump operating as intended. There were no unusual events or alarms recorded. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is rev. C. This document lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This document provides information regarding anticoagulation, including recommended inr values. The heartmate 3 lvas patient handbook (rev. C) is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 20may2020. No further information was provided. The manufacturer is closing the file on this event.